Event description:
As reported: "in 2022, a gamma nail was inserted into the patient in the wittlich hospital, which 6 months later turned out to be broken in the area of the femoral neck screw."

Manufacturer narrative:
Please note correction to b2 (outcomes attributed to ae). Additionally, please note correction to h6 (health impact code.) The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the applicable labeling was not possible as to unclear date of initial surgery. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. With available information a deficiency of the device was not verified. In case the item itself and / or essential information becomes available, we reserve the rights to re-open the investigation and to re-assess the root cause.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
As reported: "in 2022, a gamma nail was inserted into the patient in the wittlich hospital, which 6 months later turned out to be broken in the area of the femoral neck screw."